Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one week post implant, the physician was performing a pocket revision due to a hematoma and complete loss of capture was noted on the his lead. Fluoroscopy showed that lead had dislodged. The device remains in use. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.